Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined as the mating component was not returned.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported the patient underwent a comprehensive reverse total shoulder arthroplasty on (B)(6) 2014. During the procedure, the glenoid tray impactor would not assemble with the base plate due to the size of the o-ring. The o-ring was removed in order to complete the procedure.